Manufacturer narrative:
Intuitive has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument failed an electrical continuity test. When the instrument was installed on an in-house system, it passed recognition and engagement tests. When tested for energy delivery, the grips produced smoke indicating that it was energizing. The instruments was tested for grip force and failed in pitch positions. Passed at straight position. Additional test performed: passed the ceramic dot verification, gap gage: .004", knife slot: .028". No error found upon review of system logs. The conductor wire was confirmed to be broken at the weld via x-ray analysis. It is possible for the conductor wire to join to the electrode under hard grip in certain conditions and deliver energy. That is the reason why the device worked during failure analysis, but not at the hospital. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer extend instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend instrument was not sealing, and no tissue effect was observed. The surgeon completed the procedure with a backup vessel sealer extend instrument and completed the procedure with no reported injury. On 03¿may -2019, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information. It was confirmed that the vessel sealer extend instrument was inspected prior to its use and no damage was noticed. When the instrument was used on an unspecified tissue, it would not activate energy despite audible tones indicating a successful seal. There was no tissue effect observed and no system generated errors were observed. The customer unplugged the vessel sealer extend instrument and tried it again; however, the issue persisted. Surgeon tried to seal smaller piece of tissue and the issue persisted. The surgeon completed the procedure with a backup vessel sealer extend instrument and completed the procedure with no reported injury.